Event description:
Literature was reviewed regarding "the artisse intrasaccular device for the treatment of cerebral aneurysms: initial experience from three austrian neurovascular centers". The study focuses on the early experience with the artisse isd device for treating cerebral aneurysms, aiming to assess the safety and effectiveness of this novel intrasaccular flow diverter. The time frame of this study was july 2023 to august 2024. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: artisse intrasaccular device, phenom plus support catheter, rebar-18 microcatheter no deaths were reported. Among patient adverse events included: -two asymptomatic thromboembolic events -one patient experienced a symptomatic pseudoaneurysm of the femoral artery, treated with vascular surgery. -initial post-procedure angiography revealed incomplete occlusion in all aneurysms, with significant contrast stasis observed (okm a2/a3). In 16 patients with a minimum of 3 month follow-up, 81.3% of aneurysms demonstrated complete occlusion (rr1), while 6.3% showed neck remnants (rr2), adding up to an adequate occlusion rate of 87.6%. Two (12.5%) had incomplete occlusion with contrast filling the device/aneurysm (rr 3) - at the last follow-up, 18 patients (78.3%) continued to be fully independent (mrs score of 0), one patient (4.3%) continued to have a score of 1, two patients (8.7%) had a score of 2 (one worsened due to progressive cancer disease), one patient (4.3%) had a score of 3 (due to newly diagnosed amyotrophic lateral sclerosis), and one patient (4.3%) had a continuous score of 4 (due to previous sah) no further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: citation: authors: hecker, c., janu, a., pfaff, j. A. R., pikija, s., sonnberger, m., pangratz-daller, c., kral, m., lunzer, m., griessenauer, c. J., killer-oberpfalzer, m. The artisse intrasaccular device for the treatment of cerebral aneurysms: initial experience from three austrian neurovascular centers. Journal of neurointerventional surgery 2025. Doi:10.1136/jnis-2024-022486 a.2. This value is the median age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.